Manufacturer narrative:
Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges false positive (multiple lines present) when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4254485. The customer reported that they received a false positive result and also reported seeing multiple lines on the test cartridge. Additionally, the customer reported retesting using a different lot of material# 256088 and a negative result was obtained. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false positive patient result was obtained from the analyzer. The customer also observed multiple faint lines on the test cartridge. A negative patient result was obtained when retested with the same catalog number but different lot number. There were no health impact or consequences reported. No additional information was provided as the customer has not responded to follow-up attempts by bd. Eua (B)(4).

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false positive patient result was obtained from the analyzer. The customer also observed multiple faint lines on the test cartridge. A negative patient result was obtained when retested with the same catalog number but different lot number. There were no health impact or consequences reported. No additional information was provided as the customer has not responded to follow-up attempts by bd. Eua(B)(4).

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.